Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose. Blood glucose reading at the time of the event was 151 mg/dl. Customer was not feeling well, headache and numbness on the right side of the face. Customer also experienced a seizure. Customer was hospitalized for two days due to seizures and diabetes. Nothing further reported.